Event description:
Event occurred in china. The patient, who had suffered from progressive visual impairment in the right eye for over 2 years and was in the mature stage of cataract, underwent phacoemulsification and intraocular lens (iol) implantation in the right eye at our hospital on (B)(6) 2025. On the first postoperative day ((B)(6) 2025), the patient was conscious, in good spirits, and had no discomfort such as eye pain or headache. Physical examination revealed conjunctival congestion, corneal endothelial edema and folds, a normal anterior chamber depth, a pupil diameter of 2.5 mm, and a well-positioned iol with good reflection. The patient requested discharge and was discharged accordingly. On the morning of the second postoperative day ((B)(6) 2025), the patient returned to our outpatient clinic complaining of pain in the operated eye. The intraocular pressure was found to be elevated, and the iol was dislocated inferotemporally. The physician administered 250 ml of 20% mannitol intravenously to lower the intraocular pressure, and the patient was subsequently transferred to another hospital for further treatment. At the external hospital, the patient underwent "vitrectomy and iol repositioning" in the right eye on (B)(6) 2025, and the procedure was completed successfully. Problem code: a0602 - optical decentration.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Intraocular pressure elevation is indicated as a potential adverse event related to iol implantation as stated under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was not returned and appearance check was not performed. From information provided, the iol was dislocated on day 3. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 250). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.